Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel of the pulse generator. The source of the noise could not be determined. Fluoroscopic lead imaging was scheduled at a later date but not performed as the noise had ceased.